Manufacturer narrative:
(B)(4). One sample of a endobronchial tube was received for investigation. Visual inspection observed some air in both cuffs. The stylet wire was removed and 3mls of air was removed from the tracheal cuff and 1ml from the bronchial cuff. Performance tests were performed by reinserting the stylet, and both cuffs were inflated and deflated without presenting any issues. The stylet was removed, and inflation / deflation tests were performed without any restrictions noted. The customer reported malfunction was not verified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during prior to use test, the nurse found the endotracheal tube balloon was unable to be deflated. There was no patient involvement. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).